Event description:
Rn#3 using belmont rapid infuser ri-2 during gold alert to administer blood. Belmont tubing was set up by rn#1 per manufacturer's guidelines. No extension tubing was used. During infusion, blood began to back up and spew out of the port on top of the reservoir. Rn never encountered this issue before. Rn#2 set up new tubing and during infusion blood began to back up and spew out the port on top of the reservoir. Manufacturer response for warmer, thermal, infusion fluid, 3-spike disposable set (per site reporter). Spoke with belmont technical support - sent company report for completion. Requested tubing (x2) involved with issue. Tubing refrigerated in hospital lab until can send to company.